Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2014 with the following findings: the black box shows power on reset on (B)(6) associated with cartridge change and on (B)(6) after an alarm. Battery compartment is cracked from threads to cover. No damage found to returned battery cap. Returned battery cap is able to carefully attach to the pump; pump boots to the verify screen with audible and vibratory features. A 24hr duration test was completed with returned battery cap and returned cartridge cap; resets were duplicated. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. Unrelated to the complaint, the display screen has a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.